Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being intermittently low was confirmed. Ventec replaced the internal flow transducer (ift) and the external flow module (efm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift and efm.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the exhaled tidal volume (vte) levels were intermittently low. There were no reports of patient involvement associated with the reported event.